Event description:
It is reported that upon inserting a screw, then end of the screwdriver snapped off in the screw.

Manufacturer narrative:
Evaluation summary: the part was returned, and the device meets print specifications where measurable, and is in very good condition. Specifically, the edges of the hex head were not rounded or damaged. A sem analysis was conducted at the fracture site. The fracture was found to be predominantly a ductile fracture in dimple mode, which indicated an overload fracture most likely resulting from a bending moment applied to the part. Additionally, no clear signs of torsional failure were found to exist at the site. The sem verified that the driver did not fail from torque applied by the power drill and indicated that the failure occurred from bending of the driver while engaged with the screw. This probable cause of the complaint appears to be improper use. Evaluation: the device had a potential field age of approximately 1 year at the time of failure.